Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) incomplete the expiration date is not currently available. Device not returned.

Event description:
The affiliate reported via email that the anchor in question was pulled out from the patient¿s body without being fixed when the surgeon tried to insert the anchor into the patient¿s body during knee ligament repair surgery on (B)(6) 2017. The surgery was completed by using alternative anchor (p/n and lot number were unknown). It was brand new and the first use when the issue occurred. There was no surgical delay and no harm to the patient. The backup device was used to complete the case. Additional information received via email from the affiliate on 10-23-17. No information is available on the type of bone quality the patient had. No information is available if the surgeon used the original bone hole to complete the procedure. The issue was detected during the surgery. No surgical delay. The procedure was abled to be completed. No patient impact.

Manufacturer narrative:
The complaint device was discarded by the customer therefore, device is not available for a physical evaluation. This complaint is not confirmed. No further information regarding the procedure or the device used has been provided to determine a root cause for this failure. The DHR review indicated that this batch of devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).